Manufacturer narrative:
Crossroads received a broke crosstie implant that was still lodged in the inserter on (B)(6) 2016. Contact was made with event reporter and it was discovered that the implant broke during insertion. Another crosstie kit was opened and successfully used. Broken fragments of implant were removed. The lhr was reviewed for p/n 1443-2511 lot 101471. The implant lhr was also reviewed (p/n 100060 lot 101442). No evidence was found to suggest the device or the implant did not meet specification prior to distribution.

Event description:
Crossroads received a broke crosstie implant that was still lodged in the inserter on (B)(6) 2016. Contact was made with event reporter and it was discovered that the implant broke during insertion. Another kit was opened and successfully used. Broken fragments of implant were removed.